Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 minutes into the skin closure of a total knee replacement, while using the interrupted suture with an instrument tie technique, the thread of 2 sutures broke. Another device from another manufacturer was used to complete the case.